Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and the battery was found to have high impedance.

Event description:
It was reported that the device was explanted and replaced due to early battery depletion. There have been no patient complications reported as a result of this event.